Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 279 mg/dl. Customer states that her sugars are high was drinking a glucerna shake customer states the pump started beeping for an incomplete set change, filled the tube put the quickset on put inside the matching until she got the load the rewind was fine. Customer held it down and it wouldn't load, no alarms customer believes it is the quick set. Troubleshooting was done for low blood glucose and under delivery. Customer has been treated with food. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was over delivering. Customer declined to check for the presence of leaks or air bubbles. The insulin pump will not be returned for analysis.